Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting rapidly resulting in the pump shutting down. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.